Event description:
It was reported that a combined system report was sent to technical services (ts) for review due to five open circuit alerts from recent shocks delivered by this device. Further review noted that the patient was in a true ventricular fibrillation (vf) where the device attempted to shock the patient four times. The shock impedance measurements were high and out of range, but the patient went back to a sinus rhythm either from the last delivered shock or spontaneously. A review of the device history noted that the high voltage impedance was high for the last few years. A possible right ventricular (rv) lead revision was going to take place. A review of the device data by engineering noted that five max energy shock attempts returned with an open lead fault, thus the energy delivered could not be accurately determined. Engineering noted that it is normal for the initial charge to be longer than subsequent charges this is because the capacitors become more efficient, and some residual charge remains after a successful delivered shock. Engineering estimated that approximately 27j of energy was taken from the capacitors in this case, and not all may have been delivered to the target tissue due to the high impedance interface. Depending on the conditions much of the energy could have been dissipated at the high impedance vs the myocardium. Ts noted that based on these insights a new lead should be implanted. Ts also noted that even though a normal shock value was seen during an in clinic follow up with suspected mineralization/calcification on the coil, the painless test following delivery of an actual shock may lower temporarily, eventually increasing again. Ts noted that in this case, it was not a commanded shock, but actual therapy shocks and the outcome of those shock attempts was an open circuit, great then 125 ohms - meaning the rv lead needed to be revised. In addition, a painless test is somewhat irrelevant in the given situation, the lead cannot be relied on to deliver the energy required. The right ventricular (rv) lead was explanted and was expected to be returned. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory the lead was returned severed in three segments. Laboratory analysis confirmed the high impedance allegation based on the observation of residual calcification on the lead at the shocking coil and the device printouts received from the field showing a gradual rise in the impedance over time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed in three segments. Laboratory analysis confirmed the high impedance allegation based on the observation of residual calcification on the lead at the shocking coil and the device printouts received from the field showing a gradual rise in the impedance over time.

Event description:
It was reported that a combined system report was sent to technical services (ts) for review due to five open circuit alerts from recent shocks delivered by this device. Further review noted that the patient was in a true ventricular fibrillation (vf) where the device attempted to shock the patient four times. The shock impedance measurements were high and out of range, but the patient went back to a sinus rhythm either from the last delivered shock or spontaneously. A review of the device history noted that the high voltage impedance was high for the last few years. A possible right ventricular (rv) lead revision was going to take place. A review of the device data by engineering noted that five max energy shock attempts returned with an open lead fault, thus the energy delivered could not be accurately determined. Engineering noted that it is normal for the initial charge to be longer than subsequent charges this is because the capacitors become more efficient, and some residual charge remains after a successful delivered shock. Engineering estimated that approximately 27j of energy was taken from the capacitors in this case, and not all may have been delivered to the target tissue due to the high impedance interface. Depending on the conditions much of the energy could have been dissipated at the high impedance vs the myocardium. Ts noted that based on these insights a new lead should be implanted. Ts also noted that even though a normal shock value was seen during an in clinic follow up with suspected mineralization/calcification on the coil, the painless test following delivery of an actual shock may lower temporarily, eventually increasing again. Ts noted that in this case, it was not a commanded shock, but actual therapy shocks and the outcome of those shock attempts was an open circuit, great then 125 ohms - meaning the rv lead needed to be revised. In addition, a painless test is somewhat irrelevant in the given situation, the lead cannot be relied on to deliver the energy required. The right ventricular (rv) lead was explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Upon return analysis will be conducted and this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination noted the lead was returned in three segments. The lead appears to have been damaged during the explant procedure. Laboratory analysis confirmed the high impedance allegation based on the observation of residual calcification on the lead at the shocking coil and tip area. In addition, the device printouts received from the field showing a gradual rise in the impedance over time. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that a combined system report was sent to technical services (ts) for review due to five open circuit alerts from recent shocks delivered by this device. Further review noted that the patient was in a true ventricular fibrillation (vf) where the device attempted to shock the patient four times. The shock impedance measurements were high and out of range, but the patient went back to a sinus rhythm either from the last delivered shock or spontaneously. A review of the device history noted that the high voltage impedance was high for the last few years. A possible right ventricular (rv) lead revision was going to take place. A review of the device data by engineering noted that five max energy shock attempts returned with an open lead fault, thus the energy delivered could not be accurately determined. Engineering noted that it is normal for the initial charge to be longer than subsequent charges this is because the capacitors become more efficient, and some residual charge remains after a successful delivered shock. Engineering estimated that approximately 27j of energy was taken from the capacitors in this case, and not all may have been delivered to the target tissue due to the high impedance interface. Depending on the conditions much of the energy could have been dissipated at the high impedance vs the myocardium. Ts noted that based on these insights a new lead should be implanted. Ts also noted that even though a normal shock value was seen during an in clinic follow up with suspected mineralization/calcification on the coil, the painless test following delivery of an actual shock may lower temporarily, eventually increasing again. Ts noted that in this case, it was not a commanded shock, but actual therapy shocks and the outcome of those shock attempts was an open circuit, great then 125 ohms - meaning the rv lead needed to be revised. In addition, a painless test is somewhat irrelevant in the given situation, the lead cannot be relied on to deliver the energy required. The right ventricular (rv) lead was explanted and was expected to be returned. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory the lead was returned severed in three segments. Laboratory analysis confirmed the high impedance allegation based on the observation of residual calcification on the lead at the shocking coil and the device printouts received from the field showing a gradual rise in the impedance over time.

Event description:
It was reported that a report was sent to technical services (ts) for review due to five open circuit alerts from recent shocks delivered by this device. Further review noted that the patient was in a true ventricular fibrillation (vf) where the device attempted to shock the patient four times. The shock impedance measurements were high, but the patient went back to a sinus rhythm either from the last delivered shock or spontaneously. A review of the device history noted that the high voltage impedance was high for the last few years. A possible right ventricular (rv) lead revision was going to take place. A review of the device data by engineering noted that five max energy shock attempts returned with an open lead fault, thus the energy delivered could not be accurately determined. Enginering noted that it is normal for the initial charge to be longer than subsequent charges this is because the capacitors become more efficient, and some residual charge remains after a successful delivered shock. Engineering estimated that approximately 27j of energy was taken from the capacitors in this case, and not all may have been delivered to the target tissue due to the high impedance interface. Depending on the conditions much of the energy could have been dissipated at the high impedance vs the myocardium. Ts noted that based on these insights a new lead should be implanted. Ts also noted that even though a normal shock value was seen during an in clinic follow up with suspected mineralization/calcification on the coil, the painless test following delivery of an actual shock may lower temporarily, eventually increasing again. Ts noted that in this case, it was not a commanded shock, but actual therapy shocks and the outcome of those shock attempts was an open circuit, great then 125 ohms - meaning lead needed to be revised. In addition, a painless test is somewhat irrelevant in the given situation, the lead cannot be relied on to deliver the energy required. The right ventricular (rv) lead remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.